Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During ablation near mitral valve in left atrium during af ablation procedure, a dramatic decrease in blood pressure was noted, followed by visualization of cardiac tamponade in ice. Patient was operated on by CT surgery and perforation was repaired surgically. Patient stabilized and was in stable condition as of the following day. There were no performance issues with the abbott device.